Event description:
The pt reports they had an infection of the retina and small tear and irritation. Follow up with the pt and the ecp has been attempted with no reply to date. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.